Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 225cc spectrum siltex round saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
After further review of file on october 20, 2021, patient's implantation date on (B)(6) 2018. Date of implantation was estimated and updated based on manufactured date provided. Manufacturer¿s reference number: (B)(4) relevant d fields have been updated.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware manufacturing and expiration date was erroneously omitted in follow up report 1. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4), d4 and h4 fields have been updated.

Manufacturer narrative:
On august 26, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on september 1, 2021. Device evaluation summary: the product was returned to mentor for evaluation the tubing, the connector, and the injection port were not returned. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spec siltex rnd 225cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was within siltex cracking measuring approximately 1.3 cm the evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).